Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. It was reported to philips that the device failed the therapy test. There was no patient involvement.